Event description:
Customer reporting 1 false negative sars result on a symptomatic patient. Customer states the result was positive by pcr.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: phone